Event description:
Four months after undergoing cypher stent placement, the pt was admitted for follow-up angiograms. During the angiogram, a 74.7% stenosis was seen at the proximal edge of the cypher stent, and a 90% stenosis of the proximal (rca) right coronary artery. A second 3.5x23mm cypher stent was deployed by direct method at 16 atmospheres for 30 seconds overlapping the proximal end of the initially implanted stent. Post-dilation wa conducted with a 4.0x14mm balloon at 16 atmospheres for 30secs. No residual stenosis was noted after the post dilation. A 3.5x18mm cypher stent was implanted by direct stenting at 16 atmospheres for 30secs overlapping the second cypher stent at the proximal rca lesion. All 3stents were placed without gap. There was no residual stenosis was noted after deployment of the last stent. Two days after undergoing the stent implant, the pt was release from the hosp in stable condition. Physician's comments: "the probable cause of this event may be due to the progressive of the stenosis from the proximal edge of the implanted "cypher".